Manufacturer narrative:
Customer reported, she encountered an issue with a curad gauze pad while caring for a wound from a recent minor procedure. When removing the gauze, a strand had become entangled in one of my stitches. This caused significant pain, and I had to carefully cut part of it away with scissors to free it. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer reported, she encountered an issue with a curad gauze pad while caring for a wound from a recent minor procedure. When removing the gauze, a strand had become entangled in one of my stitches. This caused significant pain, and I had to carefully cut part of it away with scissors to free it.